Event description:
It was reported to philips that the system was switched off unexpectedly. No harm was reported to philips. The system was not in clinical use at the time of the event. Philips has started an investigation of this complaint.